Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. In the case presented a long gamma3 nail had allegedly broken after an implantation period of approx. 5 months. It was reported that the patient twisted the affected bone which may present unexpected and not intended loading in terms of strenuous activity. Successful treatments with gamma3 nails require e.g. (Not limited to) sufficient and timely bone healing without complications. In this case the course of bone healing remained unknown. Further, it could not be determined if the nail had been damaged intra-operatively. The surgeon¿s instruction regarding post-operative loading was not noted. The patient¿s behavior could not be determined due to missing implant. With given term ¿twisted¿ it was suggested that the cause of the event may be overload by the patient. Referring to available information a more precise statement was not possible from technical point of view. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
It was reported via the FDA uf #(B)(4), that "stryker gamma nail placed earlier this year at another facility for broken femur. Patient twisted a couple of months later and heard a loud crack and felt pain in her hip. Im nail broken proximally, just superior to nail hole for lag screw. Proximal most distal interlock screws - per medical note."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported via (B)(4), that stryker gamma nail placed earlier this year at another facility for broken femur. Patient twisted a couple of months later and heard a loud crack and felt pain in her hip. Im nail broken proximally, just superior to nail hole for lag screw. Proximal most distal interlock screws - per medical note.